Event description:
The article, "delayed retrieval of a patent foramen ovale occluder from the abdominal aorta: management and challenges", was reviewed. The article presented a case study of a 55-year-old patient with a history of lateral medullary stroke and a patent foramen ovale (pfo). A 24mm amplatzer septal occluder was selected for implant on an unknown date. The device was successfully implanted. Four hours post-procedure the patient developed lower abdominal pain radiating to the chest. Computed tomography revealed a type b aortic dissection extending proximally from the abdominal aorta to the distal thoracic aorta. The patient was managed conservatively. A repeat scan at 1 week showed no progression, and the patient was discharged on day 10. Within the first month, the patient experienced an episode of symptomatic paroxysmal atrial fibrillation, which was successfully managed by bisoprolol and a non-vitamin k oral anticoagulant. No arrythmia was detected on 24-hour electrocardiogram monitoring. One year later the patient remained clinically stable. [The primary and corresponding author was philippe garot, institut cardiovasculaire paris-sud, hôpital privé jacques cartier, ramsay-santé, 6 avenue du noyer lambert, massy 91300, france. E-mail: p.garot@angio-icps.com.].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: delayed retrieval of a patent foramen ovale occluder from the abdominal aorta: management and challenges. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "delayed retrieval of a patent foramen ovale occluder from the abdominal aorta: management and challenges", was reviewed. The article presented a case study of a 55-year-old patient with a history of lateral medullary stroke and a patent foramen ovale (pfo). A 24mm amplatzer septal occluder was selected for implant on an unknown date. The device was successfully implanted. Four hours post-procedure the patient developed lower abdominal pain radiating to the chest. Computed tomography revealed a type b aortic dissection extending proximally from the abdominal aorta to the distal thoracic aorta. The patient was managed conservatively. A repeat scan at 1 week showed no progression, and the patient was discharged on day 10. Within the first month, the patient experienced an episode of symptomatic paroxysmal atrial fibrillation, which was successfully managed by bisoprolol and a non-vitamin k oral anticoagulant. No arrythmia was detected on 24-hour electrocardiogram monitoring. One year later the patient remained clinically stable. [The primary and corresponding author was philippe garot, institut cardiovasculaire paris-sud, hôpital privé jacques cartier, ramsay-santé, 6 avenue du noyer lambert, massy 91300, france. E-mail: p.garot@angio-icps.com.]

Manufacturer narrative:
As reported in a research article, delayed retrieval of a patent foramen ovale occluder from the abdominal aorta: management and challenges. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incidents may be associated with the patient¿s underlying comorbidities, however, the exact cause cannot be determined. The reported unexpected medical intervention was result of case specific circumstances, as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature attachment: delayed retrieval of a patent foramen ovale occluder from the abdominal aorta: management and challenges b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.